Event description:
Proxy biomedical was notified (B)(6) 2012 via email by the omyra mesh distributor in europe ((B)(6)) that they have received a complaint from a (B)(6) tender customer for omyra mesh. Omyra mesh is branded as motifmesh in the us. The email from (B)(6) specifies that 5 days after implantation of the omyra mesh, surgical intervention was required and the mesh was found to be "broken in half" within the patient. It was also specified that "the client states that the rupture zone did not coincide with the area of the fixation tackers nor was the mesh placed under tension." No information regarding the patient, the procedure, the hospital or the physician was provided by the hospital or by (B)(6) despite numerous attempts made by proxy biomedical to obtain further details. The implant was a 20cm x 30cm omyra mesh, part number 1062030. The lot number provided was c001631. No other information on the hospital or patient has been provided.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from ptfe. A review of the manufacturing records for lot c001631 did not identify anything atypical with the manufacture of the lots that may potentially have contributed to the mesh breaking or tearing in clinical use.